Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The plan is to follow up again with the patient later on. This device remains in service. No adverse patient effects were reported.